Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence since the device implanted more than ten years ago was not working as expected. The device was removed and replaced without complications.